Event description:
Nova statstrip glucose meter pt blood result was high compared to the result from the hospital lab analyzer. The difference was clinically significant and the pt was given insulin based on the meter result. There were no adverse effects for the pt reported by the account. The meter and test strip vial in use at time of problem has been returned to the MFR for eval. At the time of this report, the investigation report is pending.